Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The part was returned, an evaluation is in progress. A review of the device history records did not reveal conditions that could have contributed to the reported event. Placeholder.

Event description:
During a procedure on (B)(6) 2013, the surgeon was predrilling with the 6/10mm stepped reamer for a tfn lag screw when the drill stop slipped. The drill stop was set to 110mm, but upon slipping, the reamer went beyond the femoral head and into the acetabulum. The surgeon proceeded with the procedure and the screw was implanted with no further complication. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
According to the manufacturing evaluation, the slot that locks the drill stop at the 110mm position was examined and the depth, width and chamfer size were all within specification. The lot initially conformed to all requirements per the certificates of compliance and was inspected-conformed to the synthes incoming final inspection. Based on the evaluation performed and the unknown cause, this complaint is deemed invalid from a manufacturing position.

Manufacturer narrative:
Product development evaluation was performed. The report indicates that during this evaluation, the returned stepped drill bit was assembled with a previous version of the drill stop. The returned drill stop did not hold the returned drill bit when linear force was applied. The complaint condition of "will not hold" was replicated. Changes were made to the drill and drill stop in (B)(6) 2011 and (B)(6) 2012. These changes improved the overall engagement of the drill stop plunger mechanism's interface with the grooves of the stepped drill bit. The device is recommended for use in tfn applications where dense bone is encountered. There have been no relative complaints for the new revised drill and drill stop.